Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil was unable to advance in the catheter. A 6mm x 20cm interlock-35 was selected for use. During the procedure, the coil did not come out of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached arm coil.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.